Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods and back pain. On (B)(6)2013, the patient had essure inserted. On an unknown date, 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), mood swings ("mood swings"), loss of libido ("sex drive"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("right side abdominal pain"), medical device pain ("pain of device"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, depression, mood swings, loss of libido, alopecia, female sexual dysfunction, fatigue, migraine, headache, abdominal pain, medical device pain, dyspareunia and vaginal discharge outcome was unknown, the abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, medical device pain, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient with pelvic pain and other symptoms that she feels are related to the presence of the essure devices in her body. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2013: negative on (B)(6)2013 hysterosalpingogram (hsg) results showed device in place. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records pelvic pain, abdominal pain lowrer, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records was received. Events added from pfs- mood swings, sex drive, depression, abnormal bleeding (general), apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, hair loss, abnormal bleeding vaginal, abnormal bleeding menorrhagia, pain of device . Concomitant disease were added. Lot no added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 96186(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods and back pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), mood swings ("mood swings"), loss of libido ("sex drive/low sex drive"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("right side abdominal pain"), medical device pain ("pain of device"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, depression, mood swings, loss of libido, alopecia, female sexual dysfunction, fatigue, migraine, headache, abdominal pain, medical device pain, dyspareunia and vaginal discharge outcome was unknown, the abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, medical device pain, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient with pelvic pain and other symptoms that she feels are related to the presence of the essure devices in her body. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative . On (B)(6) 2013 hysterosalpingogram (hsg) results showed device in place. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records pelvic pain, abdominal pain lowrer, dyspareunia. Most recent follow-up information incorporated above includes: on 9-aug-2018: update of information (batch is invalid). Incident : no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.